Event description:
It was reported that the patient underwent hip prosthesis revision surgery due to signs of incompatibility of a prosthesis in the form of periprosthetic osteolysis of the femoral stem and clinically by an increase in chromium and cobalt components in blood intake. Attempts have been made and all additional information received has been included in this report.

Manufacturer narrative:
(B)(4). This is a combined initial and final report. D10: unknown spotorno stem; item#unknown spotorno stem. Lot#unknown. Multiple MDR reports were filed for this event, please see associated reports: 0009613350 - 2023 - 00420. G2- switzerland. No products were returned or pictures provided. Visual and dimensional evaluations could not be performed. Review of manufacturing records cannot be performed without product identification. Devices are used for treatment. Medical records were not provided. With the available information, a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.